Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the oasys polyaxial screw was confirmed visually to have a separated tulip head. Manufacturing files were reviewed and no anomalies were found. Conclusion: it was not known if the screws were inserted tightly against the vertebral body and/or bony growth caused the head to be difficult to remove so the cause is multifactorial.

Event description:
It was reported that during oasys removal surgery, the surgeon was planning to remove five screws. When the surgeon removed the screw, the head of three screws separated. The surgeon removed two screws among three screws. However one screw remained in the patient bone.

Event description:
It was reported that during oasys removal surgery, the surgeon was planning to remove five screws. When the surgeon removed the screw, the head of three screws separated. The surgeon removed two screws among three screws. However one screw remained in the patient bone.